Manufacturer narrative:
The patient's gender was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted for patient captured three driveline fault alarms on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022. The phase data didn't indicate degradation in any wire, so these were all isolated events. Log file submitted on 02mar2022 revealed that the patient continued to have driveline fault alarms despite controller exchange on (B)(6) 2022. The patient remained asymptomatic. The log captured four more isolated driveline faults on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022 that seemed to be positional. Driveline x-ray images were unremarkable. Driveline repair was offered; however, was not accepted. Additional information requested but not provided.

Event description:
Additional information states that the phase data showed that one of the driveline wires was having continuity issues, indicating a possible break. Driveline x-ray images were unremarkable, but a short-to-shield (sts) was suspected. It was also noted in the log that there were a couple low speed and pump off events on 03apr2022 at 0900 and another low speed event captured at 0521.

Manufacturer narrative:
Section d: model number, serial number and UDI corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: driveline fault alarms and pump stop/low speed events were confirmed via the submitted log file data. The submitted log files contained relevant partially overlapping data spanning from (B)(6) 022 at 00:48:22 to (B)(6) 2022 at 14:57:41, per the timestamp. Intermittent yellow wrench advisory alarms associated with driveline faults were captured throughout the log files, beginning on (B)(6) 2022. The driveline fault alarms increased in frequency following their onset and appeared to be associated with decreased phase 3 hex values as compared to phases 1 and 2. Additionally, low speed and pump stop events were captured on (B)(6) 2022 while the system was supported with the mobile power unit. No other notable alarms were captured. Based on our complaint history and similarly reported events, the driveline fault alarms, and low speed/pump stop events captured in the log files appear consistent with potential driveline wire compromise; however, a specific cause for the driveline fault alarms and low speed/pump stop events cannot be conclusively determined. Of note, the reported system controller exchange occurred on (B)(6) 2022 prior to the timestamp of 14:33:40. It was recommended that the patient be placed on an ungrounded patient cable/power module. The patient remains ongoing on (B)(6). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The instructions for use also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.